Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test since the vibrator did not vibrate when it was supposed to. No blank displays or backlight anomalies were noted during testing. The case was cut open. There is corrosion in/around the following: bottom of the battery compartment, battery board. In summary, the customer¿s report of a blank display and a backlight anomaly were not confirmed but that self test fails was confirmed during testing. The faulty vibrator is due to corrosion on the battery board which is where the vibrator is located. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was not turning on after changing the battery, damage to the battery compartment, found moisture and back light anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for back light anomaly. Customer reported backlight anomaly on lcd screen. Pump did not pass self test. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.